Manufacturer narrative:
The investigation determined that the lower than expected vitros sodium (na+) results were obtained from a non-vitros biorad quality control fluid processed using a vitros 5600 integrated system. The assignable cause of the lower than expected results is unknown, however the issue may be related to the new lot of electrolyte reference fluid (erf) reservoirs (lot p7726) in use at the time of the event. The cause of the issue with erf lot p7726 is unknown. The customer would obtain results within expectation on one erf reservoir, and then upon loading a new erf reservoir (with no other changes being made) the results would be outside expectation. The tsc verified that the customer is warming and mixing the erf properly prior to loading, therefore an issue with protocol is unlikely to be the cause. The customer performed two calibrations on erf lot p7726 using two different lots of vitros calibrator kit 32 (lots 3328 and 3249). Although the calibrations performed using vitros calibrator kit 32 lot 3249 appeared more typical than the previous lot, both the biorad qc and the ortho performance verifiers had results greater than 2sd from the customers baseline mean and outside of the range of means for the ortho performance verifiers for both calibrations, indicating that an issue with the calibrators is not likely. A vitros precision test was not run, however an instrument issue is unlikely to be the cause of the lower than expected results as changing the lot of the erf fluid with no corrective action made to the analyzer resulted in acceptable qc results. There was no historical qc for vitros na+ lot 4226-1024-4804 as the lot was being put into use at the same time as the new lot of erf. The customer was able to process qc within acceptance on two alternate lots of erf, indicating that vitros na+ lot 4226-1024-4804 was not a likely contributor to this issue and that erf p7726 is a likely contributor to this issue. However, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4226-1024-4804 or erf lot p7726.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report lower than expected sodium (na+) results obtained from a quality control (qc) fluid processed using a vitros 5600 integrated system. Vitros na+ biorad l2 lot 31862 results of 124.5, 113.0, and 124.6 mmol/l versus the customer baseline mean of 155.9 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. There were no erroneous vitros na+ patient results reported from the laboratory. There were no allegations of patient harm as a result of this event. This report is number 1 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).